Event description:
Reports were presented in the (B)(6) media, that an (B)(6) blood donation was transfused into two recipients in (B)(6). One of the two recipients has been confirmed to have tested (B)(6). Testing of the second recipient indicates they are (B)(6). The nucleic acid donor testing was performed with the cobas s401 taqscreen mpx test. This test is not manufactured or sold in the us, but is equivalent to the cobas s201 taqscreen mpx test, m/n 4584252190, bl 125255, which is manufactured and sold in the us.

Manufacturer narrative:
The device was not available for evaluation. Donor samples and result data were not available for further analysis. There is no indication of a product malfunction. The cause of the non-reactive cobas taqscreen generated with the initial (B)(6) 2013 donation is likely due to an early low level (B)(6) infection, as (B)(6) results were generated in a (B)(4) donor pool, which included the donor in question. The serology was (B)(4). When individual donation (ID) nucleic acid testing was conducted on the stored blood from the original donation, using three independent methods (esas-tma, cobas taqscreen viral target resolution (vtr), and in-house assay), only the cobas taqscreen vtr result was (B)(4). This further supports the fact that the original donation contained a low concentration of (B)(6) hiv-1, which was un-detected when it was diluted in a pool of 20. (B)(4).